Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-03313. It was reported that following a stenting treatment procedure, in-stent restenosis occurred. Vascular access was obtained via the brachial artery. The target lesion was located in the moderately tortuous right common iliac artery. The previously placed express vascular ld stent had in-stent restenosis. A 7.0 x 20, 135cm mustang balloon ruptured on the first inflation at 20atms the procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.